Event description:
On (B)(6) 2012, wife reported the pt was having difficulty inserting the infusion sets and there have been "bumps" under his skin when the headsets are removed. He rotates infusion sites side-to-side every 3-4 days. A few weeks ago, there was a hard area that was red and felt feverish. His physician thought the area was infected and prescribed antibiotics and cortisone. The alleged infusion sets were expired, and wife was advised against using expired product. Physician provided new infusion sets, and wife reported the area has healed and he has not had further concerns. Pt was sent an infusion set insertion device. The alleged product is not available to return for eval.